Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had delivered no flow to the pt. It is unk if the ventilator alarmed when the reported problem occurred. The pt turned blue, was removed from ventilator, and switched to backup ventilator. The pt's post condition is unk.